Manufacturer narrative:
The customer¿s report of an overinfusion of tpn could not be confirmed or replicated during the investigation. Physical inspection of the device and IV set noted no damages or anomalies. The returned device was found to have original carefusion parts. Log analysis of the pump module shows that the infusion in question confirmed the reported flow rate of 8.3 ml/hr during the time period in question. The reported vtbi of 20 however was not confirmed, the vtbi was found to have been programmed to 100 mls. The reported volume infused of 5.3 mls was also not confirmed. The log findings indicate the volume infused read 6.31 mls at the end of the infusion. The actual starting volume in the burette cannot be determined through the log review. Rate accuracy testing was performed and the pump was delivering fluid within specifications. The root cause of the customer¿s report was not determined during the investigation. Testing was unable to assign a cause to the reported complaint and the devices were found to be working as designed.

Event description:
The customer reported that the chamber of the buretrol was filled with 20ml of tpn. This is done in order to ensure that no air enters the line before the chamber is refilled again. Approximately forty-five minutes later the buretrol chamber was observed to be empty although the tpn was infusing at only 8.3ml/h. The volume infused at that time according to the device was reported to be 5.3ml. There is no report of any untoward effect on the patient. The infusion was stopped, the tpn bag was spiked with a new set and the infusion was continued with the new set and a new infusion pump system.